Manufacturer narrative:
Several troubleshooting procedures were performed on the alinity c processing module (ac01911), and the field service representative determined the 1ml syringe (09d41-03) the likely cause of the issue and replaced the part. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for ac01911 as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The trending review determined no trends were identified for the product for the issue. A device history record was reviewed and identified no non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
Patient identifier: (B)(6). All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium (k) results for 2 patients when using the alinity c processing module. The following data was provided: (B)(6): k initial result = 7.9 mmol/l, repeated on analyzer #3 = 4.5 mmol/l. (B)(6): k initial result = 7.5 mmol/l, repeat result = 4.0 mmol/l there was no impact to patient management reported.